Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint based on production testing only as the temperatures during quality testing did not exceeded requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification for noise, cap temperature and sheath rotation specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 41.1°c and 42.6°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Minor debris was observed inside the head and cap cavities and inner components. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.